Event description:
A customer contacted beckman coulter inc (bec) and reported there was a 50-100ml diluted bloody fluid leak beneath the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was not reviewed; however, it is readily available on the bec website. The laboratory has an exposure control plan in place. There was no impact to patient results. No death or injury is attributed to the event and there was no change to patient treatment.

Manufacturer narrative:
Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found the tubing that connects the sampling needle's vent line had a pinhole in it. This tubing carries blood, diluent, control material and clenz reagents. The fse cleaned the needle module, trimmed and reconnected the tubing. The fse verified the instrument operation. The cause of the leak is attributed to a hole in tubing connected to the needle vent port. (B)(4).